Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for a repair of the left humerus. During the procedure, the implantable cardioverter defibrillator (ICD) recorded 8 episodes of ventricular fibrillation that were treated with a shock. The shock was thought to be inappropriate due to the oversensing. The oversensing triggered an alert. High threshold was also observed on the right ventricular (rv) lead. The programming remains set to left ventricular pacing. The lead remains in use. No further patient complications have been reported as a result of this event.